Manufacturer narrative:
The pump was received with a blank display with vibrate anomaly/fault led notification. Unable to perform the active current test, sleep current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Unable to generate the power management graph or perform the history review 1 week from the event date 08-feb-2026 in the pump history file due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. No damage noted on the motor and force sensor. Force sensor zero offset within specification (22.9 mv). The pump was received with keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, and broken belt clip rail. The test p-cap and reservoir does lock in place in the reservoir compartment. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to moisture damage on the electronic assembly. Unable to perform the required tests due to blank display. Display anomaly-blank display confirmed with vibrate anomaly/fault led notification during analysis due to moisture damage to the electronic assembly. Damage- keypad overlay damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump did not turn on and customer reported damage to pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for display issue and confirmed and confirmed that customer reported a blank display. Customer was not using the correct battery cap for the pump they are using. Customer requested for spare battery cap. Troubleshooting was performed for physical damage and confirmed damage on bottom of the keypad near the plastic of the pump impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of pump. Product mmt-1884l will be returned.